Manufacturer narrative:
Concomitant medical products: product ID: 978a128, lot# va28axk , implanted: (B)(6) 2020 ,explanted: (B)(6) 2021 , product type: lead. Other relevant device(s) are: product ID: 978a128, serial/lot #: (B)(4), ubd: 08-apr-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient had return of symptoms and it was determined by physician an x-ray was needed, which showed the lead to be twisted. An impedance check by office showed >4000 impedance on all electrodes. The lead was replaced and the issue was resolved.